Manufacturer narrative:
The medical device pst 500 is a mobile and configurable operating table, which is intended to be used in combination with specific tabletop sections, pads and accessories for patient positioning on the operating table during surgery, from the induction of anaesthesia through the actual surgery to recovery from anaesthesia. The pst500 move by itself in trendelenburg drive until the limit. The customer tried to press zero on remote control but the drive doesn't stop. The first problem was on 3 july between 10 and 12 am. After this episode there were no problem until this morning. The problem in both time is in trendelenburg drive. The problem described by the customer can be traced using the event log. The movement command was requested by the cable fb. Since, according to the customer, the movement command was not intended, the cable remote was examined more closely and the fb was investigated in more detail by the supplier the supplier was unable to provide any further details. He considers a problem with the membrane to be possible. The malfunctioning remote control was replaced with a new one. Although there was no reported injury with this event, if the report of an unintended trendlenburg drive until the limit were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that pst500 table move by itself in trendlenburg drive until the limit. No harm or significant impact to the surgical procedure was reported.